Manufacturer narrative:
B)(4).

Event description:
It was reported that an alert for device in eri occurred but the battery voltage was not yet at eri level. The device was explanted and replaced. The patient's condition is stable.